Event description:
A jackson pratt drain which was inserted in surgery 12/23/91 was removed 12/26/91, and broke on removal. Manufacturer was notified. The patient returned to surgery for removal of retained piece of drain. Drain was sent to ecri for evaluation. Ecri concluded that the drain tubing broke on removal because it had been punctured by a suture needle at the time of implantationdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - human factors, incorrect technique/procedure, tubing. Conclusion: device failure directly caused event, user error contributed to event. Certainty of device as cause of or contributor to event: no. Corrective actions: device use continued with restrictions/limitations, user education provided, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.